Event description:
The customer reported that the system experienced a system lock up. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system power supplies were evaluated and found to be within tolerance. The system worked successfully following a reboot. The system was observed to be working as intended and returned to service.